Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had a low blood glucose level of 37 mg/dl. The customer passed out and the ambulance was dispatched. The customer was taken to hospital in (B)(6). The customer was given glucose and felt better. The customer was wearing the insulin pump at the time of hospitalization. The device was not returned.